Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The certas valve (ID 828806) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 5. The catheter was irrigated, no occlusion noted. A cut/tear in peritoneal catheter was noted. The possible root cause for the issue reported by the customer could be due to improper handling of the device in view of the cut on the catheter or a sharp or pointed object coming into contact with it.

Event description:
N/a.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.